Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037403912. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis and infection (endocarditis) (medication and imaging required). Risk review: a risk review was completed and confirmed that the events of thrombosis and infection (endocarditis) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that endocarditis and potential thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient presented to the hospital one (1) month post procedure with endocarditis. Transesophageal echocardiogram (tee) imaging showed a fluid structure/foreign object next to the closure device. The patient tested positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was given antibiotics and will have a follow up tee procedure in another month. There were no other complications that were reported to have occurred as a result of this event.

Event description:
It was reported that endocarditis and potential thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient presented to the hospital one (1) month post procedure with endocarditis. Transesophageal echocardiogram (tee) imaging showed a fluid structure/foreign object next to the closure device. The patient tested positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was given antibiotics and will have a follow up tee procedure in another month. There were no other complications that were reported to have occurred as a result of this event.